Event description:
Complainant alleged that during a routine shift check by a clinician, pacer output was not adjustable. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corp has not received the device for evaluation and this complaint is still under investigation.